Manufacturer narrative:
H.6. Investigation summary bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for hub collar separation with the incident lot was observed. Additionally, evaluation of the customer samples was performed and hub collar separation was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 1277214 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. H3 other text : see h.10.

Event description:
It was reported that when attached to the holder the hub separates from device and needle remained in holder with a bd vacutainer® eclipse¿ blood collection needle. This occurred on 3 separate occasions prior to use. The following information was provided by the initial reporter, translated from japanese to english: when attached to the holder, the safety feature should be normally located at the holder side but some were taken off along with the needle shields and the needle only remained within the holder.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that when attached to the holder the hub separates from device and needle remained in holder with a bd vacutainer® eclipse¿ blood collection needle. This occurred on 3 separate occasions prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: when attached to the holder, the safety feature should be normally located at the holder side but some were taken off along with the needle shields and the needle only remained within the holder.